Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining erroneously elevated troponin (accutni) results above the ami cutoff on one (1) patient's sample, generated by the access 2 immunoassay analyzer. The false results were reported out of the lab. The patient was redrawn and sample was tested on alternate method and found to be discordant with access 2 method. Results are shown. It is unknown to customer if there was any death or injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Qc has been within established ranges prior to and after the event. System checks performed on (B)(6) 2011 were all within published specifications. Service was not dispatched for this event because the customer declined. Customer is sending sample to customer product line support (cpls) for testing. Cpls has not received the sample to date. A clear root cause has not been determined to date.